Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The pro-padz electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number, 1020, were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. We were unable to obtain information related to the patient's condition, pad placement or skin preparation as part of the investigation. Analysis of reports of this type has not identified an increase in trend.